Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the inspiratory module, analog interface (ai) printed circuit board (pcb), motherboard, breath delivery unit (bdu) printed circuit board (pcb), graphic user interface (gui) printed circuit board (pcb) and backup power supply (bps) battery pack. The ventilator passed self-testing.

Event description:
It was reported that the ventilator emitted smoke from the pneumatic module. The ventilator was not on a patient at the time of the event.